Event description:
N/a

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11 , h6 ( medical device ¿ problem code , investigation findings ,investigation conclusions ).

Manufacturer narrative:
Due to character limitation in e1, event site details are as follow - 5-event site address is (B)(6). Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields - e1(event site address), e4, g2, h6(medical device ¿ problem code). Fse believes the connector to have been damaged due to deterioration. The fse replaced pcb,front end, rohs (0670-00-1164). Operation checks were performed.

Event description:
It was reported that during regular fse inspection, arterial pressure connector of cardiosave intra-aortic balloon pump (iabp) was found to be damaged. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.